Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, infection, swelling, abscess, inflammation, mobility (2022_0196 and 2022_0197 are same patient).